Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, while advancing the knot with the suture trimmer to the arteriotomy, the knot locked and became stuck inside the tissue tract. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found both cuffs were still attached to the link and respective needle tips. There was only about 3/8" of monofilament still attached to the needle tip. The rest of the monofilament was not returned with the device. The knot pusher suture trimmer was not returned. There was no abnormal observation found. Based on the investigation, a knot lock occurred and got stuck inside the tissue tract. However, the device conformed to specification, because there were no abnormal observations with the condition of the returned device that could have contributed to the reported complaint. Both cuffs were still attached to the link and respective needle tips. Review of the device history record for this lot did not produce any findings relevant to this investigation. Based on the investigation findings, a root cause for the knot lock could not be determined. No malfunction was detected.